Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging that the pump and pump battery felt hot to touch. The patient did not allege any harm or injury because of the alleged issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump and pump battery felt hot to touch suggesting an overheating device. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
(B)(4): no defect was found; the complaint regarding a hot pump was not duplicated on the bench. The battery was not returned with the pump. The pump was tested with an external power supply and is not drawing excessive current; idle, sleep, rewind, and align currents all are within specification. The power flex, battery connections and internal components were tested for intermittent conditions, no defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.